Manufacturer narrative:
Analysis: analysis of the implantable neurostimulator (ins) (serial#) found that ins setscrew was backed out too far. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_wrench_acc, serial# unknown, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported that during the case the setscrew on the ins was difficult to unscrew. The healthcare provider (hcp) was able to unscrew the setscrew. No patient symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.